Event description:
The patient underwent aortic valve replacement with this 21 mm epic valve in the supra-annular position. The patient experienced complete heart block requiring atropine and two ventricular pacing wires. On (B)(6) 2013, the patient presented for a follow-up exam with breathlessness and angina. An echocardiogram revealed a high gradient and atrial dilatation, indicating a possible patient-prosthesis mismatch. Subsequent investigations revealed valve stenosis with fixation of one of the cusps. The valve was explanted and replaced with another manufacturer's device. During the procedure a dense pannus was noted on the valve and solid thrombus on the right and non-coronary cusps was restricting leaflet motion. The patient has been discharged after an uneventful recovery.